Event description:
The following has been reported by customer: downstream pres sensor alarm 42-0000 downstream press alarm. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, the downstream pressure sensor has been replaced, that solved the issue. The sensor sent back to brézins for further investigation. Once in brézins, visual control was performed and nothing was noticed. The downstream pressure sensor was installed in a test device. The tests device is connected to partner software to calibrate the pressure sensor. The calibration could not be done. This complaint is considered as valid and the root cause is likely due to a defective downstream pressure sensor. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.